Manufacturer narrative:
(B)(4)

Event description:
It was reported that "during cvc insertion to the right subclavian vein, the md found the catheter body was compressed and the guidewire did not come out smoothly. When the physician pulled out the guidewire and catheter, the guidewire was twisted." It was later confirmed that all three devices were used on the same patient during the same procedure. The physician opened a 4th kit to complete the procedure. There were no reports of patient injury, harm, or adverse health consequences associated with the event. The patient's condition was reported as fine. No medical intervention was necessary, and the physician opened a 4th kit to complete the procedure. Please see the associated mdrs: 3006425876-2026-00473, 3006425876-2026-00489, 3006425876-2026-00524.